Manufacturer narrative:
The manufacturer previously reported a voluntary medwatch (mw5103055) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a stroke. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. New information was provided to section d4.

Event description:
The manufacturer received a voluntary medwatch (mw5103055) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a stroke. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.